Event description:
The customer contacted physio-control to report that they had opened a set of quik-combo defibrillation electrodes for use on a patient when they discovered that one of the electrodes was missing. The patient, a (B)(6) year-old female, had been participating in physical therapy when the event occurred. A code blue was called and an AED (lifepak 500) was obtained. After discovering that the first set of quik-combo defibrillation, electrodes only had one electrode, another package of electrodes was obtained. It took approximately two (2) minutes to obtain the second set of electrodes. The second package of quik-combo defibrillation electrodes (which had the same expiration date and lot code as the first set) was opened and had two electrodes. The quik-combo defibrillation electrodes were then connected to both the patient and the device, and medical care was continued. The patient survived the event without any complications. No further details about the patient, care provided, or the event were provided.

Manufacturer narrative:
(B)(4). The customer advised that the staff present during the event stated that the quik-combo defibrillation electrodes had not been opened prior to the patient event. They also confirmed that the packaging looked "normal" (i.e. No rips, tears, etcetera) prior to being opened. When the package was opened, however, it was observed that there was only one electrode and one wire leading to the connector that plugs into the device. The second electrode, as well as the wire that goes to the connector, were missing. The customer further advised that following the patient event that the electrodes were disposed of and, as a result, are not available to physio-control for evaluation. The cause of the reported issue could not be determined.